Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 9680794-2023-00773.

Event description:
It was reported the catheter was found split during use on the patient. Two devices were used. The first one was found split, so the doctor opened a second one. The doctor used the second one and when the operation was finished, the catheter was found split. There was no harm to the patient.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported the catheter was found split during use on the patient. Two devices were used. The first one was found split, so the doctor opened a second one. The doctor used the second one and when the operation was finished, the catheter was found split. There was no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 9680794-2023-00773; 9680794-2023-00772. The customer returned one arterial catheterization device for evaluation. Signs of use in the form of dried biomaterial were observed on the returned device. The returned guide wire was observed to be kinked. Clarification was requested from the customer, and they indicated they were not aware of guide wire kinking. Therefore, the circumstances surrounding the damage to the guide wire could not be determined. Visual inspection revealed a v-shaped hole towards the distal end of the catheter body. The appearance of this damage is consistent with unintentional contact with a sharp object (e.g. Needle bevel) during use. The hole in the catheter was located 4mm from the distal end. The catheter outer diameter measured 0.0360" which is within the specifications of 0.035"-0.037" per product drawing. The catheter was able to smoothly deploy off the needle as expected. Performed per IFU statement, "firmly hold introducer needle hub in position and advance catheter, over guidewire into vessel." A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." The customer report of a catheter torn was confirmed through complaint investigation of the returned sample. Visual inspection revealed a v-shaped hole towards the distal end of the catheter. The appearance of the damage is consistent with contact with the needle bevel during use. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the report the damage was identified during use and the appearance of the returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was found split during use on the patient. Two devices were used. The first one was found split, so the doctor opened a second one. The doctor used the second one and when the operation was finished, the catheter was found split. There was no harm to the patient.